Event description:
It was reported by the aci distributor that a (B)(6) female patient underwent a vascular peripheral procedure on (B)(6) 2013. Bilateral (left & right) access was obtained at the common femoral artery via a retrograde approach using a 6f short sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 5,000 units of heparin. Angiograms were performed of the abdominal aorta and the left and right iliac arteries. Following the procedure, the physician who is in training, selected two different mynxgrip vascular closure devices 6f/7f to close both the right and left access sites. The right access site was closed successfully. It was reported that on the left access site hemostasis could not be achieved. On the left oozing and a hematoma (less than 6cm) were observed. As the patient was to be scheduled for a future ileo-femoral endarterectomy the physician decided to address the ileo-femoral endarterectomy and achieve hemostasis at that time. The physician opted to do a cut down for groin exploration and to perform ileo-femoral endarterectomy. It was noted that the closure device had lifted plaque, causing bleeding and vessel luminal compromise. The patient was noted to be hemodynamically stable throughout the procedure. The sealant was not deployed in the vessel.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1312802) indicated that the device lot met all established performance criteria prior to shipment.